Event description:
It was reported that the patient was being converted from a distal femur to a total femur with a bi polar head.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding femoral stem loosening involving an mrs stem was reported. The event was confirmed based on x-ray provided. Medical records received and evaluation: based on a post-event x-ray provided a full review was not possible however the clinical consultant commented that the x-ray shows a dramatic unstable implant condition. There is progressive osteolysis due to tumor progression. This results in impending collapse of the whole construct with local disappearance of all bone resulting in an overload condition with the implant losing all bone support. Total femoral replacement is indeed the only remaining surgical option. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the reported lot. Conclusions: the investigation concluded that based on the medical opinion, the loosening of the femoral stem inside the femur had its root cause in disease progress resulting in an overload condition with the implant losing all bone support. And is therefore completely patient-related without evidence for procedure-related or device-related factors.

Event description:
It was reported that the patient was being converted from a distal femur to a total femur with a bi polar head.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.